Manufacturer narrative:
(B)(4).

Event description:
It was reported that, a pairing failure occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage testing was performed, and the test failed. A review of the share logs was performed, and pairing failure was found within the investigation window. The allegation was confirmed. The root cause could not be determined. A reportable finding of a failed transmitter was observed for another transmitter. No injury or medical intervention was reported.